Manufacturer narrative:
The patient is now represented by legal counsel. Additional patient and event details were provided. The investigation concluded that the root cause of the fracture of the hipstar stem was the result of patient-related factors (the narrow taper of his femoral canal with thick cortical bone) and procedure-related factors with regard to preparation of the femur. There were no device-related factors evident in the medical review. No further investigation for this event is possible at this time as the devices were not received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
Technical support specialist reported: "patient dsf implanted, with an hipstar, suffered few months ago a breakage of the stem in the distal part, after five years from the first surgery. Revision surgery has been performed today, the stem mobilized comes away easily. There are no trace of osseointegration. Stem and head have been replaced (mt3 has been reimplanted). Patient declares that he not intend to return the explanted devices". Update as per legal correspondence: stryker (B)(4) has received a letter from a legal because a patient was underwent on (B)(6) 2008 to surgical implantation of a stryker hip (system not specified ) and on (B)(6) 2013 an unanticipated surgery was needed because of the breakage of the implant. Patient complains that the prosthesis had a different outcome as expected, since it is known that a hip prosthesis has an average life of 15-20 years.

Event description:
Technical support specialist reported: "patient dsf implanted on (B)(6) 2008, with an hipstar, suffered few months ago. A breakage of the stem in the distal part after five years from the first surgery. Revision surgery has been performed today, the stem mobilized comes away easily. There are no traces of osseointegration. Stem and head have been replaced (mt3 has been reimplanted). Patient declares that he does not intend to return the explanted devices".

Manufacturer narrative:
It was noted that the patient declares that he not intending to return the explanted devices for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding stem fracture involving an hipstar device was reported. The event was confirmed from x-rays received. Device evaluation could not be completed as the devices associated with the event were not returned. A review of the provided x-rays and medial records by a clinical consultant indicated the root cause was a primary misfit between hipstar stem body design and the patient¿s femur. This caused distal stabilization of the implant with loss of bony support around the proximal stem section and thus fatigue accumulation in the distal stem with fatigue fracture. This root cause represents an adverse mix of patient-related factors (the narrow taper of his femoral canal with thick cortical bone) and procedure-related factors with regard to preparation of the femur. There are no device-related factors evident in the case. A device history review for the specified lot indicated that the devices were manufactured and accepted in stock with no reported discrepancies. A review of the complaint history databases shows that there have been no similar reported events for the lot the investigation concluded that the root cause of the fracture of the hipstar stem was the result of patient-related factors (the narrow taper of his femoral canal with thick cortical bone) and procedure-related factors with regard to preparation of the femur. There were no device-related factors evident in the medical review.

Event description:
Technical support specialist reported: "patient dsf implanted, with an hipstar, suffered few months ago a breakage of the stem in the distal part, after five years from the first surgery. Revision surgery has been performed today, the stem mobilized comes away easily. There are no trace of osseointegration. Stem and head have been replaced (mt3 has been reimplanted). Patient declares that he not intend to return the explanted devices."